Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 34 months ago. Aneurysm and vessel morphology from the time of implant are unknown. Currently the vessel morphology was reported as there is disease progression with dilatation of the contralateral iliac artery, and there was no tortuosity. The patient presented emergently with an unknown diameter ruptured abdominal aortic aneurysm. The CT revealed that there is a large type iii endoleak, separation between the bifurcated stent graft and the contralateral iliac limb. The type iii endoleak, separation was repaired with two devices from another manufacturer and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak, aneurysm rupture) patient's condition affected effectiveness of device (disease progression with iliac limb dilatation) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with iliac limb dilatation).